Event description:
It was reported that the cam retaining ring came off during tightening.

Manufacturer narrative:
The event described in this report has to date be unreproducible in the lab. The ring may have been pulled from the assembly. The cam ring is not designed as a force holding component. The cam ring is intended to maintain the cam in an open position during shipping. All bench testing; with ring partially seated & with no ring; demonstrated no significant effect on holding force.